Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Visual analysis revealed a radial and longitudinal balloon burst. No other damage or surface defects were observed on the balloon. No other abnormalities were observed on the delivery system. No relevant functional testing was completed due to the condition of the returned device (balloon burst). Dimensional analysis was performed. The balloon (single) wall thickness was measured along the tear on the balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. All measurements were found to meet specification. During manufacturing, the delivery system balloons undergo multiple 100% inspections. The balloons are visually inspected for (heavy scratches, gel spots, and fish eyes) and dimensionally inspected for defects. Additionally, the balloons undergo product verification testing for balloon burst pressure. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the february 2017 control limits for the failure mode, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. Ref. MFR report number 2015691-2017-00540.

Event description:
As reported by the european edwards affiliate, during a transapical tavr procedure in the aortic position, during valve deployment (no bav) the delivery system balloon burst and the valve was not completely deployed. The broken balloon of the certitude delivery system could not be retrieved inside the sheath. Therefore both the sheath and the certitude delivery system were removed together. In order to completely deploy the valve, a new sheath and certitude delivery system were inserted. During post dilation, the balloon burst but the valve expanded now sufficiently and ai was reduced to moderate. The certitude delivery system could be removed without issues. The patient was noted to be in stable condition at the conclusion of the case. Note: this case pertains to the second delivery system balloon burst.